Event description:
It was reported via repair work order that the bed hi/lo on lift was not working due to malfunction cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.